Event description:
It was reported that during a follow up clinic check, several noise episodes were observed on the atrial channel. It was suspected to be emi, however, there were few instances where the noise did not look like emi. Noise was not reproducible with isometrics. Lead will continue to monitor. Patient was stable.

Event description:
It was reported that during a follow up clinic check, several noise episodes were observed on the atrial channel. It was suspected to be emi, however, there were few instances where the noise did not look like emi. Noise was not reproducible with isometrics. Programming changes were made, and device will continue to be monitored. Patient was stable.